Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller, serial number (B)(6), giving a replace backup battery alarm was not confirmed. The system controller was not returned for analysis and there was no log file, photos, or supporting documentation that would confirm the reported event and indicate any issues with the controller. Provided information stated that the backup battery fault alarm did resolve after reseating the battery. Additionally, the patient is stable and is being monitored for further alarms. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped to the customer on 13apr2016. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) section 2 "system operations" explains how to replace the system controller backup battery and how to replace the system controller. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU), both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had backup battery alarms and the controller was exchanged.